Event description:
The customer reported that the ventilator was alarming due to a blower temperature high occurrence. The customer reported the unit was not in use on pt. The biomedical technician replaced the filter and the issue was corrected. The unit passed all applicable testing.